Manufacturer narrative:
Updated field- b4, e1 (event site telephone), g3, g6, h2, h11. Corrected field- b2.

Event description:
It was reported that during routine check cardiosave intra-aortic balloon pump (iabp) had ECG cable out of order. There was no patient involvement and no harm reported

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation findings, investigation conclusion, type of investigation), h11 a getinge fse was dispatched to evaluate the unit, he states that routine check ECG signal not stable, checked ECG cable. Device was return to customer for clinical use.